Event description:
Customer reported poor image quality. While investigating, ge rep found system displaying touchscreen error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the touch screen and image processor. System operates as intended.